Event description:
Healthcare professional (hcp) reported patient was injected with juvéderm® volift¿ and approximately 15 months later again with another injection of juvéderm® volift¿. Patient experienced "oedema total face and nodular induration of the cheeks became bilateral" approximately 17 months after the 2nd injection of juvéderm® volift¿; a few weeks after vaccination against covid-19. Biopsy performed and "confirm the existence of a foreign body granuloma, multiplied by immune stimulation." Patient was treated with cortancyl and methotrexate injection once per week for 3 months. Event is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00036 (allergan complaint # (B)(4)). This MDR is being submitted for the second injection of juvéderm® volift¿.

Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.